Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Medical device expiration date: unknown. Device manufacture date: unknown .

Event description:
It was reported while using bd precisionglide¿ needle 3/8 in. Single use, sterile, 26 g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that there was leakage.